Event description:
Reaction which led to surgery. Patient was hospitalized and underwent surgery for ind bilateral knees. [Injection site reaction]. Warmth with infection bilateral knees [localised infection]. Bilateral knee effusion [joint effusion] . Redness [erythema]. Case narrative: this is a serious spontaneous case received from a health professional in united states. This report concerns a 51-year-old female patient who experienced reaction which led to surgery; patient was hospitalized and underwent surgery for ind bilateral knees. The patient also experienced warmth with infection bilateral knees, redness and bilateral knee effusion during treatment with euflexxa (sodium hyaluronate) solution for injection, unknown concentration and route of administration, with the first dose being administered on (B)(6) 2024 and the second dose on (B)(6) 2024. On 27-aug-2024, the local safety officer in the us received a call from a physician assistant reporting an adverse event with euflexxa. She reported that following the second round of euflexxa injections, on (B)(6) 2024, the patient experienced bilateral knee effusion, warmth with infection, and redness. On monday, (B)(6) 2024, the patient underwent surgery for bilateral ind knees while hospitalized. Later that day, the sales rep reported additionally the patient had a reaction a few hours after administration of the second dose of euflexxa. Eventually, the patient had surgery because of the reaction. The events of reaction which led to surgery; patient was hospitalized and underwent surgery for ind bilateral knees and bilateral knee effusion were considered serious due to hospitalization and intervention required. The event of warmth with infection bilateral knees was serious and medically significant. The events of redness were considered non-serious. Action taken with euflexxa was unknown. At the time of this report, the outcome of the events of reaction which led to surgery; patient was hospitalized and underwent surgery for ind bilateral knees, warmth with infection bilateral knees, redness and bilateral knee effusion was not recovered. No concomitant medication was reported. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: internal # - others = (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the mdd (european council directive of 14 june 1993 93/42/eec concerning medical devices) / MDR (EU) 2017/745 and/or because it did not occur in an EU + efta country + tr and ni and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.